Event description:
The facility representative reported a flogard infusion pump with a failure code of 94. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up medwatch will be submitted. A service history review was performed, revealing the device has been previously sent into service for the reported condition. However, previous servicing was not found to have contributed to the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of failure code 94 was confirmed during device evaluation. The cause of the problem was identified as a low main battery. The main battery was replaced to fix the problem. Should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4).